Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx voyager catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion, such that the balloon ruptured upon the first inflation at 7atm which is below the rbp. Without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild calcification. The voyager balloon was advanced for pre-dilatation; however, the balloon ruptured on the first inflation, at 7 atmospheres. Dilatation was continued with a non-abbott balloon. There were no adverse patient effects reported. No additional information was provided.